Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, patient experience one infusion set was leaking at site and after that they remove the infusion set. The infusion set is long for 1 day. No further information available.